Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the pressure pod of a prismaflex st100 set. The leakage occurred when the "self" test failed immediately after the start of continuous renal replacement therapy. The treatment was ended and the blood was not returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h11. The device was received for evaluation. Visual inspection of the device showed the membrane of the access post pump pod was damaged. An underwater air leak test was performed and a leak was observed at the level of the access post pump pod. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue and further investigations are ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.